Event description:
A healthcare professional reported "ruptured prosthesis right side. Capsule formation scale 4/4. Hard and painful breast. Confirmed on medical imaging." The device has been explanted.

Event description:
A healthcare professional reported "ruptured prosthesis right side. Capsule formation scale 4/4.hard and painful breast. Confirmed on medical imaging." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, one opening on the posterior side assessed as unidentified (tear) opening . (Shell thickness was within specification). Capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observation: observed 40 mm dark patch edge material inside gel device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
A healthcare professional reported "ruptured prosthesis right side. Capsule formation scale 4/4.hard and painful breast. Confirmed on medical imaging." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.